Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the implantable cardiac monitor was explanted due to patient discomfort. The patient condition was stable before, during, and after the procedure.